Manufacturer narrative:
The following devices were also listed in this report: mrh tib rot comp xs-xl; cat# 64812100; lot# 211520 gmrs dist fem comp std l 65mm; cat# 64952030; lot# yjn4s unknown_tibial plate; cat# unk_lim; lot# not reported unknown_femoral stem; cat# unk_lim; lot# not reported unknown_tibial stem; cat# unk_lim; lot# not reported it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Periprosthetic infection after implantation.